Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed pump reboots to support power loss. No damage was observed to the pump battery compartment. During testing, the pump powered on with the returned battery cap, and the battery cap secured properly. A power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions or alarms. The pump case was removed and no intermittent connections were found in the power circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently losing power. The pump allegedly powered on properly after the battery was changed to one from a new package. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.